Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume alarm. During troubleshooting, the home patient (hp) found air in the patient line. The technical service representative (tsr) assisted the hp to end therapy, discard supplies, and start over with new supplies. The tsr informed the hp that he should be checking for air in the patient line before he connects to the machine. Product surveillance contacted the patient on (B)(4) 2010. According to the patient he did not see any holes or leaks in the disposables. The patient stated he discarded his supplies and resumed therapy successfully. The patient's transfer set is still intact and functioning properly. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This sample is not available for evaluation as it has been discarded.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2010-04703). It was reported to boston scientific corporation that two stonetome sphincterotomes were used during a endoscopic sphincterectomy (est) procedure. According to the complainant, when electric current was applied to the first device, the cut wire broke; no part fell into the patient. A second stonetome sphincterotome was obtained and the cut wire broke; no part fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The report for a low drain volume alarm (with air in the line) was not confirmed due to a lack of sample. A batch review was performed on the associated lot (h10e30038 ) with no issues noted. Therefore, the root cause could not be determined. The labeling review found that the labeling was adequate for the potential use error in the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).